Manufacturer narrative:
The device will not be returned and no pictures of the device issue were provided. Production records could not be reviewed because no lot information was provided. There was no evidence that the device failed to meet specifications, and the report could not be substantiated. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "it was reported that during the surgery, the knot of this complaint product's broadband tape came untied when the surgeon cut the surplus broadband tape after he knotted it. Therefore, the surgeon used a back up of the same product for the surgery."